Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the staples did not form. The surgeon transected the tissue and noticed no staples in the bowel. Additionally, the surgeon stated there was no bleeding reported in excess of 250cc, nor was the operating time extended by more than 30 minutes. There was 1cm of unanticipated tissue loss.